Event description:
As reported from a clinical study, approximately one (1) year and seven (7) days post transcatheter pulmonic valve replacement (tpvr) procedure with an alterra prestent and 29 mm sapien 3 valve, there was one (1) alterra prestent type I fracture. Medical records were received for evaluation. According to the medical records, approximately one (1) year and seven (7) days post tpvr procedure, an echocardiogram demonstrated no pulmonary valve stenosis and trivial to no pulmonary valve regurgitation. The patient also underwent a cardiac catheterization. Orthogonal fluoroscopic biplane views of the alterra prestent and sapien 3 valve demonstrated no frame fracture, no distortion, and no displacement when compared to a prior imaging study. Rotational cine imaging demonstrated stable position of both devices and evidence of one alterra prestent type I fracture was identified. There was no evidence of alterra prestent deformation, partial collapse, fragmentation, in-folding, or migration.

Manufacturer narrative:
The investigation is ongoing.